Manufacturer narrative:
UDI: (B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. The device manufacture date for this product is june 26, 2015.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode were part of a suspected system infection. Upon the patient's presentation for a post-implant wound check the incision in the mid-sternal area was red and swollen. The patient's medication regimen was adjusted and the infection reported resolving. No additional adverse patient effects were reported. This system remains in service.